Event description:
Additional information was received indicating that the issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
Other text: h2: see a1, b5 and h6(patient code).

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. Event log history was performed and indicated that high alarm displayed: downstream occlusion and high alarm silenced: downstream occlusion were recorded in history. During analysis, the reported issue was unable to be duplicated. It was noted that device's downstream occlusion (dso) sensor passed the occlusion pressure test. Service will replace the dso sensor for prevention. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed pressure test. No adverse effects were reported.